Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the indicator wire of a 5f exoseal vascular closure device (vcd) is out without getting caught in the blood vessel. There was no reported patient injury. When the device was removed from the patient, the indicator wire loop did not function. The user was trained on the device, and it was stored and prepared according to the instructions for use (IFU). Pulsatile flow was observed from the bleed-back indicator. There were no visible signs of device or package damage prior to use. Other procedural details were requested but were not provided. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation, and one photo of the device was also received. Per analysis of the picture received, the image shows the distal end of a vcd, where the indicator wire appears to be partially retracted. No visible damage was noted on the exposed portion of the indicator wire in the evidence provided. Additionally, no other anomalies or significant findings were observed in the image. Visual inspection of the device received revealed that the deployment lever was partially depressed, while the guard remained locked. The plug was in its manufactured position, and the indicator wire was found to be partially deployed. No abnormal conditions were noted on the visible portion of the indicator wire. A non-cordis catheter sheath introducer (csi) was returned inserted into the unit. The indicator window was observed in the black/white/red position. Additionally, a kink was observed on the delivery shaft, approximately 3.5 cm from the distal tip. Dimensional analysis was performed near the kinked section of the delivery shaft to verify the outer diameter. The measurement obtained was within the defined specification for a 5f unit. The measurement was taken using a calibrated micrometer. A functional deployment simulation could not be performed, as the device exhibited signs of mechanical compromise. Microscopic evaluation of the internal mechanism was conducted under high magnification. During this inspection, black loose material debris was observed on the lock-out component. This material is likely the result of micro fractures caused by forced depression of the deployment lever. The reported event of ¿indicator wire-damaged loop¿ was not observed through analysis of the returned device since the condition of the wire appears to be partially retracted due to the partial depression of the deployment lever. The exact cause of the issue experienced by the user could not be conclusively determined during analysis. Based on the limited information available for review and product/picture analysis, it is not possible to determine the factors that may have contributed to the reported event of the indicator wire not engaging the vessel during retraction, as the device was received with the indicator wire partially retracted and the deployment lever partially depressed. However, access vessel characteristics and procedural/handling factors remain possible. Additionally, the functionality of the device could not be conducted as there was a kinked/bent condition of the delivery shaft. If this condition occurred during use of the device, procedural/handling factors likely contributed to this condition and could have impaired the anchoring of the indicator wire to the vessel. However, as this condition was not reported by the customer, it is unknown if the kinked/bent delivery shaft occurred due to manipulations after the procedure. Also, when reviewing the internal mechanism within the handle, it was noted that black loose material debris was observed on the lock-out component. This material is likely the result of micro fractures caused by forced depression of the deployment lever. Based on this condition, it appears that an attempt to depress the deployment lever before the indicator window/wire was in the proper position occurred. However, as this condition was also not reported by the customer, it cannot be determined whether it occurred during use or as a result of manipulations after the procedure. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use the exoseal¿ vcd if the device appears damaged or defective in any way.¿ the IFU also cautions, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device.¿ neither the product analysis, picture analysis, nor the information available for review suggest that the failure experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator wire of a 5f exoseal vascular closure device (vcd) is out without getting caught in the blood vessel. There was no reported patient injury. When the device was removed from the patient, the indicator wire loop did not function. The user was trained on the device, and it was stored and prepared according to the instructions for use (IFU). Pulsatile flow was observed from the bleed-back indicator. There were no visible signs of device or package damage prior to use. Other procedural details were requested but were not provided. The device will be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. The final picture analysis been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.